Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right ventricular (rv) lead integrity alert (lia) had triggered for high-rate non-sustained episodes and sensing integrity counter (sic). The lead was revised and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks after implant, the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited cross-chamber oversensing which caused multiple inappropriate shocks to be delivered. 2146 short v-v intervals were recorded along with t-wave oversensing (twos). Dislodgement of the rv lead was suspected. The patient was hospitalized as a result and tachyarrhythmia therapies were disabled and related alerts were turned off. The rv lead remains in use. No further patient complications have been reported as a result of this event.